Event description:
It was reported that the device got warm during a case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text: device was not returned.

Event description:
It was reported that the device got warm during a case. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.